Event description:
Blood behind the knee [knee haemarthrosis], pain [aching (r) knee] , swelling [swelling of r knee] , hard as a rock [stiff knees] , injection didn't work [therapeutic response decreased] , injection was not administered correctly/given incorrectly, into the wrong pocket/bad shot [wrong injection technique]. Case narrative: initial information received on 01-nov-2019 regarding an unsolicited valid serious case received from a non-healthcare professional from united states. This case involves a 56 years old female patient who experienced pain, swelling, hard as a rock (latency: few days), blood behind the knee, injection didn't work (latency: unknown) as injection was not administered correctly/given incorrectly, into the wrong pocket/bad shot (latency: same day), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s), concomitant medications and family history were not provided. Patient had received hylan g-f 20, sodium hyaluronate (synvisc one) in the past. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml once (with an unknown batch number and expiration date) for osteoarthritis in right knee. Information regarding batch number was requested. Patient received the injection first time in her right knee. On an unknown date in 2019, after few days, patient had a reaction with swelling and pain for a week. It was hard as a rock. On an unknown date in 2019, after unknown latency, an x-ray was done that showed blood behind the knee (event assessed as medically significant). The physician told patient that the injection was not administered correctly and as per patient it did not work. The patient was now requesting a replacement for that injection because in the meantime, she had total knee replacement surgery on her left knee. It was reported that once patient was off pain medications, she could tell that injection did not work in her right knee. This was confirmed by her physician's office that injection would not work since it was given incorrectly into the wrong pocket and called it a bad shot. Final diagnosis was injection didn't work, blood behind the knee, hard as a rock, swelling, pain, injection was not administered correctly/given incorrectly, into the wrong pocket/bad shot and total knee replacement surgery on her left knee. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: not applicable for injection didn't work and was not administered correctly/given incorrectly, into the wrong pocket/bad shot, unknown for rest all events. A product technical complaint (ptc) was initiated on 15-nov-2019 for synvisc one (lot number unknown) with global ptc number (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation was completed on 22-nov-2019. Follow up information received on 15-nov-2019. No new information. Additional information was received on 22-nov-2019 from other health professional. Ptc results received and processed. Global ptc number was added.

Event description:
Blood behind the knee [knee haemarthrosis], pain [aching (r) knee], swelling [swelling of r knee], hard as a rock [stiff knees], injection didn't work [therapeutic response decreased], injection was not administered correctly/given incorrectly, into the wrong pocket/bad shot [wrong injection technique]. Case narrative: initial information received on 01-nov-2019 regarding an unsolicited valid serious case received from a non-healthcare professional from united states. This case involves a (B)(6) years old female patient who experienced pain, swelling, hard as a rock (latency: few days), blood behind the knee, injection didn't work (latency: unknown) as injection was not administered correctly/given incorrectly, into the wrong pocket/bad shot (latency: same day), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, vaccination(s), concomitant medications and family history were not provided. Patient had received hylan g-f 20, sodium hyaluronate (synvisc one) in the past. On (B)(6) 2019, the patient received hylan g-f 20, sodium hyaluronate injection via intra-articular route, at a dose of 6 ml once (with an unknown batch number and expiration date) for osteoarthritis in right knee. Information regarding batch number was requested. Patient received the injection first time in her right knee. On an unknown date in 2019, after few days, patient had a reaction with swelling and pain for a week. It was hard as a rock. On an unknown date in 2019, after unknown latency, an x-ray was done that showed blood behind the knee (event assessed as medically significant). The physician told patient that the injection was not administered correctly and as per patient it did not work. The patient was now requesting a replacement for that injection because in the meantime, she had total knee replacement surgery on her left knee. It was reported that once patient was off pain medications, she could tell that injection did not work in her right knee. This was confirmed by her physician's office that injection would not work since it was given incorrectly into the wrong pocket and called it a bad shot. Final diagnosis was injection didn't work, blood behind the knee, hard as a rock, swelling, pain, injection was not administered correctly/given incorrectly, into the wrong pocket/bad shot and total knee replacement surgery on her left knee. Action taken: not applicable for all events. Corrective treatment: not reported for all events. Outcome: not applicable for injection didn't work and was not administered correctly/given incorrectly, into the wrong pocket/bad shot, unknown for rest all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same.